Manufacturer narrative:
Investigation of the returned device determined that the insulin delivery device was functioning as intended. A review of the device history determined that the customer was not resolving the cause of the e4 alarms per the instructions provided in the operator's manual. Because the source of the alarms was not being correctly addressed, the e4 alarm correctly recurred.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Mother reported e4 occurred several times, customer was hospitalized and treated for ketoacidosis. A request was made for the return of the device.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.